Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient correspondence: patient was revised due to the cup shifting and a squeaky hip. Update 12/20/2016 claim states patient was revised to address cup "spin out" there is no new information that would change the existing MDR decision. Complaint was updated 1/17/2017. Update rec'd 2/2/2017 and 2/8/2017: medical records received. After review of the medical records for MDR reportability, the medical records indicate that after the previous revision on (B)(6) 2015 ((B)(4)) the patient felt a pop. The patient was revised and the liner had actually popped out of the cup. A new cup was placed and its believed the locking mechanism on the cup had failed or had been compromised. There was no mention of cup shifting/migration. The doi of the cup/screw is being updated. The liner is now being reported. This complaint was updated on: 2/13/2017. Update 02/16/17--medical records received. After review of the medical records for MDR reportability, there is no new information that would change the existing MDR decision. This complaint was updated on: 3/9/2017. Update jan 11, 2018: pinnacle litigation received. In addition to what were previously reported, litigation alleges injuries, pain, suffering, emotional distress, disability, disfigurement and impaired adl as a result from the failed hip implants. Added new associated contact. This complaint was updated on: january 19, 2018.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). Product complaint # ==> (B)(4).

Event description:
Ppf alleges pseudotumor, fracture(component), metal wear and metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.